Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2019. Block d6b: explant date: 2019. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70, serial number: (B)(6), batch/lot number: 18540999, model/catalog description: coveredge 32 surgical lead kit 70 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a full system explant procedure due to a car accident causing the device to dislodge. The patient was doing well postoperatively, and all explanted components were disposed of by the facility.